Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and nine months later, the patient experienced chronic abdominal pain, computed tomography of abdomen and pelvis without contrast was performed which revealed an inferior vena cava filter was in place. After two years and six months, computed tomography of abdomen without contrast was performed for inferior vena cava filter evaluation which showed inferior vena cava filter was present, tip at the level of the renal vein origins. Inferior vena cava non-distended. Strut tips do not impinge on adjacent structures, maximal distance from strut tips extend slightly beyond caval wall 3.3mm medially. Filter axis corresponds with inferior vena cava axis. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava.based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated beyond inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.